Event description:
It was reported that a spectrum infusion pump had a constant downstream occlusion alarm. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported constant downstream occlusion alarm. Evaluation found the downstream sensor current reading to be out of specification (high). This elevated signal level caused the downstream occlusion alarms. The downstream sensor was replaced to correct this condition.